Event description:
Information received from nursecomm call states that pump alarms error code 13.

Manufacturer narrative:
Pump was not returned. Attempts were made to obtain pump serial number and patient involvement with no response. Therefore, a DHR could not be performed.